Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an all-inside anterior cruciate ligament reconstruction surgery the flipcutter mechanism failed. It was not possible to return the flipcutter to 3.5 mm diameter. The tunnel was reamed 8,5 mm diameter all the way through and the surgery was finished successfully with the use of a button extender. It was not necessary to switch the surgical technique or do a second surgery. Upon follow-up, it was confirmed that the inner workings of the flipcutter broke. The blue knob was moving but the tip was stuck in the flipped position.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging.